Manufacturer narrative:
The lot was manufactured september 23, 2017 - september 25, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph showed evidence of fluid inside the green overpouch that contains the infusor device which suggests leak has occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This event was identified at the hospital prior to use by a patient. The infusor was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.